Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 424 mg/dl at the time of incident. Customer was advised to disconnect from quick release and was assisted her with rewind, load and fill tubing and it was completed. Customer was asked to give herself bolus to treat her high blood glucose and she was able to use the bolus. Customer declined for troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.